Manufacturer narrative:
Concomitant medical product: product ID 977a260 lot# serial# (B)(6). Implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(6). Implanted: explanted: product type lead product ID 97791 lot# unknown serial# implanted: explanted: product type accessory product ID 97791 lot# unknown serial# implanted: explanted: product type accessory h3: analysis of the ins found it was functionally okay with insignificant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead product ID 97791 lot# unknown serial# implanted: explanted: product type accessory product ID 97791 lot# unknown serial# implanted: explanted: product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient on (B)(6) 2020. It was reported that the patient experienced a surge instead of stimulation turning off when they pressed the white shoulder button on the controller. The patient¿s implantable neurostimulator (ins) was checked and there were no signs of short circuits and all impedances were within normal range. It was noted that the patient¿s therapy was on and set to 0 ma when they met with the manufacturer representative and the device was turned off on (B)(6) 2019. The ins was charged to full and had only depleted by 10% when they met with the manufacturer representative. The patient had previously been using the therapy consistently and reported that the pain felt like grabbing onto an electric fence. It was confirmed that the pain was felt even when the therapy was turned off and the patient had less pain when stimulation was on at 0 ma than if the therapy was off. It was noted that these symptoms started two weeks after the implant procedure but in the last six months they had constant pulsing. The patient was redirected to follow up with their healthcare provider (hcp) as the issues were happening with the device off. Additional information was received from the manufacturer representative on 2019-aug-17. The manufacturer representative reported that the patient still had current flowing through the system. It was confirmed that the patient turned stimulation down to 0 ma and off on (B)(6) 2019. The manufacturer representative stated that the patient wanted the system removed and could feel electrical stimulation. When the manufacturer representative tested stimulation over the past week, there were no impedance issues or open/short circuits present. The manufacturer representative stated that when they turned stimulation on and up, the patient reported feeling this stimulation differently. When the patient turned stimulation off again, the same electrical stimulation sensation was still present. It was noted that the ins battery level was 90% on (B)(6) 2019 and was 80% on (B)(6) 2019, which showed that the ins was not currently delivering stimulation. Additional information was received from the manufacturer representative on (B)(6) 2020. It was reported that the patient¿s device was explanted on (B)(6) 2020 due to a system issue. The manufacturer representative reported that the patient was experiencing a shocking sensation even as stimulation was turned off. The manufacturer representative stated that this had been an issue since the patient was implanted on (B)(6) 2018 and that the device would be returned for analysis. The patient¿s status after the device was removed was noted as recovered without sequela. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
Product analysis #(B)(4), :analysis information -- (B)(6) 2020 13:45:29 cst pli# 10 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 977a260 ,serial# (B)(6), product type lead product ID 977a260, serial# (B)(6), product type lead product ID 97791, lot# unknown, product type accessory product ID 97791, lot# unknown, product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt got the scs removed two valentine days ago. The pt had to move down to (B)(6) state because of health problem. The device was defective and electrocuting the pt, all of the joints in the pts body were beyond repair. Pt said they were trying to get their case set up to donate their body to the right to die because there was no healing in their body, pt had muscles and tendons pulling from the bone. Pt was requesting all the information from puerto rico where it was put together all the way through who "okie dokied it" in (B)(6) before the doctor put it inside the pt. So the pt could prove to the judge that they have done everything in their powers in the 34 years of having these spinal problems that there was nothing left for them to do but the pt cannot get anyone to give them their own records and they don't understand why. Pt was in miserly. Pt wanted to show the judge that they have gone through every type of therapy to get them through. Pt was electrocuted for 550 days and they could not shut the battery off, it kept cooking them and the doctors said it was normal. Pts body could not take it anymore so they had to have this information to put in front of a hearing judge to state they had gone through everything. Pt noted the tech department stated it was perfectly fine operationally and functionally. Pt wanted it back (pss understood ins) but pt had 16 doctors refuse them to get a second opinion on that and had it tested. Pt said they were at test 22 and had nowhere else to go and they were sick of the pain. Pt needed the information to prove to a judge that they deserve to donate their body and let other people live. Pt was wanting a second opinion on it because the doctors that put it in them looked the pt straight in the eyes after getting out of the emergency room and said it was absolutely impossible that this device was defective for it was all in the pts head. They let the pt walk out while being cooked at 10% of being cooked per day by the ins battery underneath their heart for 550 days. Pt said the event date was as soon as they woke up on (B)(6) 2018 after being implant, the pt was flopping like a croppie and all they did was inject them and sent them home. Pt had complained about this device since they day it was put inside them begging for it to come out. It took 730 days for it to come out of their body; no nobody wanted anything to do with the pt once it was put inside of them. Pss informed pt that the medtronic legal depar tment would be made aware of situation. Pt was wanting someone to talk to them.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the system never worked right from the time it was implanted. The patient stated he shut it off in (B)(6) 2019 until it was removed and it did not have any charge in it during that time. The patient mentioned that it never shut off before it was removed and was electrocuting him for over 550 days. The patient explained that the stimulation was going throughout his body in spider webs and he couldn¿t shut it off. All the electricity went to his stomach which caused indigestion and gas. It was noted that the battery was leaking before it was even turned on because it had 30% usage before they turned it on the next week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that no cause was determined for the shocking and stimulation issue. The rep reported that no actions/interventions were taken. Previously impedance check was ran and shown to be in normal range. No further complications were reported.